Manufacturer narrative:
A sample was not returned for eval and the product code and lot number was not able to be provided by the reporting facility. Without a sample, product code, and lot number, a complete traceability and a full investigation could not be conducted. While no specific conclusions can be drawn, in a f/u with the facility, they stated that the device worked as designed and that the incident was user error as the student nurse indicated the mechanism did engage. The facility did not know the product or the lot number involved in the event. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. A f/u report will be filed if add'l pertinent info becomes available.

Event description:
As reported by the user facility; product whin safe huber needle, ref number and lot number unk reported (B)(6) 2012, via email. Reports nurse obtained needle stick when withdrawing needle from the pt, believed she had engaged the safety feature, but needle "popped through" the flat part of the needle and stuck her. Received voice mail from customer - needle size 20 gauge x 1 inch, no ref number given.